Event description:
The account alleged no nurse call. No injury reported.

Manufacturer narrative:
The account found the pins were bent on the nurse call cable. The account replaced the nurse call cable to resolve the issue.